Event description:
Product analysis was performed on the explanted generator. The depletion was an expected event as determined by the battery life calculation and battery voltage measurement. The module performed according to functional specifications. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device.

Event description:
It was initially reported that the patient was having fluctuation in their number of seizures. They had been having 4-5 per day then become quiescent around the fall of last year and then began to increase (B)(6) 2012 to once per week and increased to 4 per day in (B)(6). The patient generator was unable to be interrogated and was at end of service (B)(6) 2013. It is unknown if the increase in seizures were related to the generator being at end of service or even related to vns. The patient likely will have a generator replacement but it has not occurred to date. Good faith attempt for more information have been unsuccessful to date.

Event description:
Additional information was received that the generator was returned to the manufacturer for evaluation. Product analysis is planned but has not been completed.

Event description:
Additional information was received that the patient had a generator replacement. Attempt for product return have been unsuccessful to date. The physician does not have any additional information to provide as the increase in seizures was at the patient¿s first appointment with this physician and there is no history available.